Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that 4 days he had been having pain like electrical shocking around where the ins was implanted and into the butt. Patient stated the ins implant area was not hot to the touch, swollen or red. Patient stated if he pressed on the area it causes discomfort. Patient stated he has had no falls or trauma. Patient stated he turned off the therapy off the therapy but that did not resolve the issue. No further complications were reported/anticipated.